Event description:
Customer reported at 5:30 pm, device = 403 mg/dl. Customer was taken to the hospital. Hospital device = 65 mg/dl. Customer was treated with a glucose IV. Repeat device result = 166 mg/dl. Strips were expired and no controls were in use. A request was made for the return of the suspect device and replacement product was sent.